Event description:
The consumer reported a non-specific issue via social media with the binaxnow covid-19 antigen self-tests performed on unknown dates. It is unknown if any repeat testing or confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. After further review, it was clarified that the customer is not reporting a specific allegation, they are just commenting on the accuracy of the product. Refer to the intended use, precautions, performance, and limitations in the package insert for additional information. H3 other text : single-use: device discarded.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single-use: device discarded.

Event description:
The consumer reported an unknown quantity of inaccurate results via social media with the binaxnow covid-19 antigen self-test performed on unknown dates. No additional patient information, including treatment and outcome, was provided.